Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to high blood glucose. The customer's blood glucose was 401 mg/dl at the time of the incident. The customer's mother stated that they received multiple failed battery tests prior to the event. The customer's mother also mentioned that the compartment was damaged. The customer's mother also mentioned that her daughter experienced high blood glucose and fell off her porch. The customer's mother also stated that her daughter was taken to her pediatrician for medical assistance. The customer's mother mentioned that the customer's blood glucose was around 600 mg/dl and was hospitalized but went down to 172 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother also stated that her daughter's blood glucose was 339 mg/dl at the time of urgent care visit on (B)(6) 2015. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.